Event description:
As reported, during an unknown procedure, foreign material like hair was found while opening the package of avitene. There was no reported patient injury.

Manufacturer narrative:
As reported, upon opening the avitene package, a hair like foreign material was observed. Photo provided shows foreign material (hair/black) laying on top of the avitene ultrafoam. Based on visual inspection of the returned sample, the alleged hair has the features of a human hair and measures approximately 5 mm long. Based on the investigation performed, the confirmed hair likely presented during the manufacturing process. An awareness training was performed to the operators on gowning and other manufacturing related processes deemed necessary. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this lot of (B)(4) released for distribution in jan, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.